Manufacturer narrative:
Concomitant medical products: product ID: 377845, lot# v009989, implanted: (B)(6) 2006, product type: lead. Product ID: 377845, lot# v008568, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4) implanted: (B)(4) 2006, product type: recharger. Product ID: 3708140, serial# (B)(4) implanted: (B)(4) 2006, product type: extension. Product ID: 3708140, serial# (B)(4) implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4) product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was recovering from a stroke. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.